Event description:
The customer reported that odd images intermittently came on screen during fluoro. No pt injuries were reported.

Manufacturer narrative:
The service rep troubleshot system and found video connector p6 loose, tightened. Found video ground pin in interconnect receptacle loose. Tightened. Tested system, system functions normally.